Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent total bilateral knee arthroplasties on (B)(6) 2015. During the procedure, a left femoral component was implanted on the patient's right side. Patient has experienced knee popping. At this time, the patient is electing not to be revised. No further information has been provided.